Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was implanted in the patient. The report could not be confirmed and the event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. A pipeline flex was delivered and flattening was observed in the proximal section. With some maneuvering, the physician was able to open the proximal end. The physician then used a balloon on the device. When wiggling the balloon in the proximal section of the pipeline flex, the device flattened again. The physician was unable to fully appose the device again. There has been no report of patient injury as a result of this event.